Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller understood and acknowledged.